Event description:
The manufacturer received information alleging a ventilator was alarming for low inspiratory pressure. The device was not in patient use.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device was recalibrated to address the issue.